Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between november 25-26, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo sample showed white drug residue deposited at the blue winged luer cap located at the end of the tubing line which suggested a leak may have occurred at that specific area of the device. The reported condition was verified. The cause of the reported condition could not be determined; however, based on historical data of similar leak reports from returned samples, the cause of white drug deposited at the blue winged luer cap was due an untightened cap after the device was filled with drug solution which is considered to be use-related. The product label (IFU, instructions for use) instructs the user to ensure that the winged luer cap is securely connected after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) small volume folfusors had drug on the blue cap connected to the line. This was observed prior to patient use. There was no patient involvement. No additional information is available.